Event description:
The advocate stated the customer received a blood glucose reading of 490mg/dl on the contour next, but felt hypoglycemic. She felt weak and could not get up. The advocate called 911 and an hour later, the customer was retested on paramedics' meter. The reading was 31mg/dl. She was given orange juice and glucose tablets, which made her feel better. The advocate was advised to return the test strips for evaluation. Replacement meter and strips were sent to the customer.